Event description:
It was reported that the event involved a male patient during intra-aortic balloon pump (iabp) therapy. The zeon medical intra-aortic balloon (iab) was inserted with no issues. After an unknown time of pumping, the intra-aortic balloon pump suddenly turned off. The user restarted the pump, but the pump turned off again after 30 minutes. As a result, the user switched out the pump for a non arrow iabp successfully. The zeon medical iab was left in place. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy just long enough to switch the iabp out with no harm to the patient. The patient outcome is good. The iabp will be inspected by (B)(4). Additional information received on (B)(4) 2013 stated that the pump was utilizing electric. There were no alarms. Trigger source was on peak. The signal was ECG and ap (arterial pressure) through the monitor.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.